Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot numbers h11h31070 and h12a02018. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4).this is report 3 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.

Event description:
This is a solicited report by a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). On an unreported date, dianeal and extraneal therapies were withdrawn. On (b)(6 2012, the patient began hemodialysis. On (b)(6 2012, the patient was diagnosed with peritonitis. It was unknown if the peritonitis was recurrent. The outcome of this peritonitis event was not reported.